Manufacturer narrative:
This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to infection and subsequent device extrusion. The device was explanted on (B)(6) 2011. Reimplantation is planned but has not taken place as of the date of this report (B)(6) 2011.